Event description:
It was reported that after the release of the ingenio field safety notice for devices entering safety mode, this hospital began remote tracking of all affected devices. The device had entered safety mode in may, but the alert was missed by the hospital due to an error correctly registering the patient for remote monitoring. In mid june, this patient experienced heart failure and a syncopal episode and was hospitalized. It was alleged the device safety mode contributed to the syncope and heart failure as the device sensing and synchrony had been affected. The device was subsequently explanted and replaced to resolve the event and the patient was stable. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that after the release of the ingenio field safety notice for devices entering safety mode, this hospital began remote tracking of all affected devices. The device had entered safety mode in may, but the alert was missed by the hospital due to an error correctly registering the patient for remote monitoring. In mid june, this patient experienced heart failure and a syncopal episode and was hospitalized. It was alleged the device safety mode contributed to the syncope and heart failure as the device sensing and synchrony had been affected. The device was subsequently explanted and replaced to resolve the event and the patient was stable. The device was received and is pending analysis completion.